Manufacturer narrative:
Investigation summary: unconfirmed, no sample received. Investigation conclusion: based on the investigation conclusion, bdm-ps was not able to confirm the symptom perceived by the customer but not correlate this symptom with a potential cause linked to bd process. Root cause description: customer does not require an investigation. 8d report is not required at this time. Batch record review did not indicate of any incident in relation to the problem statement. Batch was released in accordance to the acceptable criteria. Complaint could potentially be related to a loose plunger.

Event description:
It was reported that bd ultrasafe¿ plus x100l plunger rod popped out. This was discovered before use. The following information was provided by the initial reporter: plunger popped out and some of the medication spilled out. Loose plunger.